Event description:
It was reported that during a ptca procedure, as a balloon catheter was advanced on the "bmw" guide wire, the guide wire was noted to be bunched within the guiding catheter. It was apparent that the guide wire had separated at an area, which was within the guiding catheter. The balloon catheter was advanced beyond the separated guide wire and inflated, in an attempt to trap the distal portion of the guide wire to the internal wall of the guiding catheter. At this point the guiding catheter, balloon catheter and 100% of the guide wire were successfully removed by retracting the guiding catheter. Reportedly, there was not pt injury.